Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported high blood glucose and absence of no delivery alarm. Customer's blood glucose level was 531 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised their blood glucose continue to rise and an alarm would not occur. Customer advised they bloused 3 times and there blood glucose is still high. Customer advised there have been changes made to the insulin pump programming. Customer advised the settings were changed on their replacement device. Customer performed the high pressure test twice and failed both times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.